Event description:
The customer reported that, during routine testing, there was no image from the video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, the reported event was not confirmed. All video output signals and images were present and normal when tested with multiple devices. In addition, the front panel was cracked, the top cover was bent, and the usb drive connector board was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.